Manufacturer narrative:
(B)(4). Used for no term available for device operated within specification.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional event information is available. Loss of connection was confirmed, however the device operated within specification. A root cause could not be determined.